Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer called reporting motor error alarm t/s per dop. Customer's bg is 537 mg/dl. Bg details: treated with injection. Expl alarm, assisted in clearing. Customer stated that they were hospitalized for high bg late june of this year. Nothing further reported.